Manufacturer narrative:
H3: pump analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Catheter analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. H6: fdm/annex b updated to b01. Fdr/annex c updated to c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:: product ID: 8596sc, lot#: 0215130137, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 949.8 mcg/day via an implantable pump. It was reported that on (B)(6) 2020, the patient suffered symptoms of baclofen withdrawal (sweating, increase in spasms). The treating physician decided to determine the reason for these symptoms. A catheter dye study was attempted, but no fluid was able to be aspirated from the catheter via the catheter access port (cap), so the dye study was inconclusive. The catheter was thought to be either blocked or broken. The decision was made to perform surgery and potentially replace or repair the catheter. When the pump pocket was opened, a swab was taken and sent to pathology. No cerebrospinal fluid (csf) came out of the catheter. The spinal pocket was opened, and the catheter was cut to demonstrate where the blockage may have been situated. The spinal catheter then leaked csf and was considered patent. The surgeon deemed that the catheter was not patent [prior to cutting the catheter during surgery]. The pathology came back to theatre, and it was found that there was an infection in the pump pocket. The catheter and pump were removed and not replaced. Partial explant of the catheter was performed as the catheter length was expected to be 157.1 cm long, and the surgeon was only able to remove 129 cm. It was noted that there should be 28.1 cm still implanted. It was noted that whitish/pale yellow material was found in the connector (at the bottom of the sutureless connector). The patient would be treated with antibiotics for a period of time, and potentially, a new catheter and pump would be implanted in the future. The issue was not resolved. However, the patient's status was alive - no injury. The device would be returned to the device manufacturer. There were no known environmental, external or patient factors that might have led or contributed to the event. The patient¿s medical history indicated that the patient was paraplegic. Information regarding the patient¿s weight and other medications was unavailable.